Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing cut event on (B)(6) 2024. The infusion set was in use for 12 hours. The glucose level was high (specific value was unknown). No further information available